Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and had them run an audio test; the inoperative message was still displayed on the screen. The customer requested the unit be sent to bench repair for further evaluation. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirm the customer's alleged malfunction. The unit displayed a speaker malfunction, and so it was recommended the right-side speaker be replaced. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the right-side speaker assembly. The reported problem was confirmed. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction error message. It was confirmed there was no sound coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.